Manufacturer narrative:
Date of initial report: 05/04/2007.

Event description:
Procedure: lobectomy. Reportedly, the device was fired, but staples were not formed properly although the tissue was cut. Less than 200 cc of bleeding occurred. The surgeon tried to fire again with another sulu, but the same even occurred. Then, the surgeon extended the incision, and treated the tissue via manual suturing.